Event description:
It was reported that a wire fracture occurred during preparation. A 1.25mm rotablator rotalink plus and a rotawire were selected for a percutaneous coronary intervention (pci) procedure. During preparation outside the patient, while testing the burr speed, the burr fractured the rotawire. The procedure was completed with a new rotawire and a new rotalink plus unit. There were no patient complications reported.

Event description:
It was reported that a wire fracture occurred during preparation. A 1.25mm rotablator rotalink plus and a rotawire were selected for a percutaneous coronary intervention (pci) procedure. During preparation outside the patient, while testing the burr speed, the burr fractured the rotawire. The procedure was completed with a new rotawire and a new rotalink plus unit. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The advancer and burr catheter were received together. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged coil in the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Inspection of the remainder of the device presented no other damage or irregularities.